Manufacturer narrative:
The device was not returned for analysis. Lot history record review could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The patient effect of hematoma, embolism, pseudoaneurysm, occlusion, hemorrhage, and medication are listed in the electronic proglide instructions for use, as potential adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event is estimated. The UDI is not known as the part and lot number were not provided the additional adverse patient effect of death referenced in b5 is captured under a separate medwatch report. Attachment: article titled, "collagen-based bailout compared to suture-mediated vascular closure alone during transcatheter aortic valve replacement".

Event description:
This article summarizes complication/treatment rates, when using a contemporary hybrid strategy with collagen-based bailout, versus suture-mediated closure alone following hemostatic failure for patients undergoing large-bore transcatheter aortic valve replacement (tavr). The study mentioned the following complications potentially related to the use of proglide: death, pseudoaneurysm, major/minor vascular complication, bleeding, ischemia, and unspecified device failure/failure to achieve hemostasis; this would require treatment/an additional method to achieve hemostasis - the use of surgical cutdown, unspecified percutaneous intervention, ballooning/stenting, manual compression, additional closure device, and medication administration were all reported. Conclusively, the contemporary hybrid strategy with collagen-based bailout reduced the risk of vascular complications for patients undergoing transfemoral tavr. Details are listed in the attached article, titled "collagen-based bailout compared to suture-mediated vascular closure alone during transcatheter aortic valve replacement".